Event description:
(B) (6) contacted sci and complained that the foot choice foot massager caused pains in her feet and big toe joing. She developed a bunion on a toe on her right foot which required medical attention and surgery.